Event description:
On 03/25, we have been informed about an injury of a pt at a hospital in (B) (6). The date and nature of the surgery are still unk to us. A non-monitoring dispersive electrode (model wr01) and a electrosurgical generator (no model has been revealed) were used. No info of the size and the degree of the burn, how it was treated afterwards, how the skin was prepared, the orientation of the electrode, the generator model, the power setting used could be obtained so far.

Manufacturer narrative:
The device involved in the incident and 4 other electrodes were returned in their original pouch. The device involved, two of the returned samples of the same lot and retained samples of the same lot have been tested visually, electrically, and thermally. Mechanical test was performed on 2 returned and on 2 retained samples (the device involved in the incident was in a state not suitable for the mechanical test). All devices were found to perform within limits. No faults could be detected. The involved electrode shows no stains or marks that would indicate a burn. We are therefore, not sure, whether this incident is reportable at all. No conclusion can be drawn so far. We will continue to ask for further info and will relay such info and any conclusion in a f/u report.